Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Complaint list was review. No complaint for the subject guide wire was reported from the user facility. Investigation of the production record could not be performed as lot information was unavailable. Based on the obtained information, it was presumed that pulling stress exceeding the product's design limit might be inadvertently applied to the subject guide wire while its distal tip was trapped by the vessel where vasospasm occurred. Although device investigation of the subject guide wire could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of a product deficiency. Instructions for use states: - [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
According to a literature titled " severe coronary spasm in systemic lupus erythematosus resulting in recurrent occlusions and guide wire fracture" in the acta cardiol sin (2016;32:498-501), the subject guide wire was fractured. It was written as follows: "a (B)(6) female with a history of sle and lupus nephritis was admitted to our hospital due to a 3-hour episode of angina. The patient's electrocardiogram showed st elevation in v1-v3. Emergency transcatheter coronary angiography was performed with the suspicion of anterior wall st elevation myocardial infarction. Angiography showed total occlusion of the lad due to acute thrombus; therefore, thrombus aspiration by manual thrombus aspirator was immediately performed and two thrombi were aspirated. However, severe coronary spasm was noted, which was subsequently treated with intracoronary nitropresside injection. A repeated angiography showed persistent stenotic lesions in the lad, and for this reason two stents were placed in the lad lesions. However, a sudden occlusion of the proximal lcx was found immediately after the stents were placed. Due to the difficulty we experienced in progressing the thrombus aspirator, we first separately advanced two wires into the distal lcx and obtuse marginal (om) branch of lcx. We also used intravascular ultrasound to further evaluate the cause of the proximal occlusion in the lcx, but the ivus revealed no thrombus in the lcx. Therefore, coronary spasm was suspected to be the cause of the total occlusion. We then advanced the microcatheter to the lcx-om in order to perform a selective injection of contrast medium. However, when we attempted to pull back the lcx-om wire through the microcatheter, the distal portion of the wire fractured. Since the distal wire fragment was still in the microcatheter, we connected the microcatheter to the inflation device, aspirated the wire fragment into the microcatheter and successfully removed the fractured wire using negative pressure. Subsequent distal angiography through the microcatheter showed a patency of the distal vessel and confirmed that there was no distal thrombus embolization by thrombus migration. Despite the injection with the vasodilator and calcium channel blocker, the total occlusion persisted. We then dilated the proximal lcx by balloon inflation. Although the flow of lcx was restored after balloon dilatation, total occlusion of distal stent edge of lad occurred after the inflation procedure. Suspecting suspected coronary spasm, we repeated the same procedure in the lad as in lcx, including thrombus aspiration (no thrombus was found), selective distal angiography (patent distal vessel without distal embolization), and distal vasodilator injection, but we failed to regain blood flow to the very distal segment of lad despite repeated balloon dilations. The patient thereafter remained asymptomatic and was discharged uneventfully one week later for regular clinical follow-up. Follow-up angiography three months later showed patency of both lad and lcx."